Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 24-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was frozen and stuck on a blue screen. A technical support specialist (tss) found that the crashes might be occurring due to the network card not being set to 100 mbps half-duplex by the pse. The tss applied the rss package port speed reduction 100mb half-duplex to all facilities. Since then, no further issues have been reported. Customer was able to get the device up and running on the app on their own. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es tower, the device was frozen and stuck on blue screen. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.